Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. Probable root causes include application and use of dressing. A complaint history review found other related failures. The instructions for use have been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while fixating the PICC with the iv3000 1 hand 10x12cm dressing, the patient experienced redness and blisters at the area where the dressing was placed. The symptoms were relieved applying a halometasone ointment and wrapping the area with gauze. No other complications were reported.